Manufacturer narrative:
Country: norway. City: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the norway. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was in use for 1-2 days. Infusion set tubing was leaking . No further information available.